Event description:
It was reported that the patient had a shocking sensation at the implantable neurostimulator site, which occurred specifically on the patient¿s 2nd program for the right side. It was noted that stimulation was fine on the left side. The patient had bilateral leads placed in the upper neck area, near the occipital area. It was reported that six days prior to the report while the patient was recharging, he felt a tingling towards the end of the recharge session, but he thought it was just part of the recharging. It was noted that stimulation was on during the recharge session. The patient finished recharging and went to turn his stimulation up, and the only sensation he got was an intense shocking around the device site in his buttock. It was noted that this only occurred when he turned his 2nd program voltage up, and the patient had since tried to turn his 2nd program voltage up but still got shocking at the pocket. It was reported that the patient was seen by a manufacturer representative and impedances were all in the normal range and were between 500 and 800 ohms. It was noted that the patient felt stimulation in the shoulder and the patient would be setting up an appointment to do an x-ray to assess for possible lead migration. Three weeks later, it was reported that the patient was scheduled for an x-ray and there was no further progress yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the issue was ¿most likely¿ lead migration to the pocket. It was mentioned that the lead on the right side of the neck did not get stimulation where expected, instead the stimulation was felt at the pocket. The patient had discomfort and an x-ray was still needed to confirm issue. The reporter was unaware if the x-ray had happened yet or not. Six days later it was reported that the nothing had been resolved ¿as far as the reporter knew.¿ no x-ray had been performed or scheduled yet.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).